Manufacturer narrative:
Updated data: a1, a2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that following the valve implant procedure leukocytosis and hyperglycemia were identified. The white blood cell count returned to within reference range. Treatment was not required. The patient received a diabetes management consult and re-educated on insulin use. The leukocytosis and hyperglycemia events resolved approximately 41 and 42 days respectively following onset. The physician reported the leukocytosis and hyperglycemia events were not related to the medtronic products or implant procedure.

Manufacturer narrative:
Updated/corrected data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated rapid pacing occurred as result of the implant. A causal relationship to the implant procedure and transcatheter valve to this event was reported.

Manufacturer narrative:
D. Suspect medical device: source information did not contain device information for this patient enrolled in the gdmt arm of this study medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the implant of a transcatheter aortic bioprosthetic valve, a temporary pacemaker was inserted due to right bundle branch block at baseline. However, on the first post-operative day, in the overnight hours, the patient developed complete heart block. Subsequently, a cardiac resynchronization therapy with defibrillator (crt-d) device was implanted on the second post-operative day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the implant of a transcatheter aortic bioprosthetic valve, a temporary pacemaker was inserted due to right bundle branch block at baseline. However, on the first post-operative day, in the overnight hours, the patient developed complete heart block. Subsequently, a cardiac resynchronization therapy with defibrillator (crt-d) device was implanted on the second post-operative day.